Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was failed. A field service engineer (fse) had found a spill in drawer four, front row and spill had caused the pocket in row a to not open. The fse replaced the row board and found one pocket had failed and would not recover, so fse replaced the flat flex cable. The fse then found a failed pocket in drawer six; again, pocket a1 had a spill on the pins which had hardened. The fse replaced a second-row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 pocket a3 was failed. There were no adverse events or injuries reported based on this event.